Event description:
It was reported that the patient underwent heart transplantation due to outflow graft thrombosis. This was seen on a chest computed tomography (CT) taken when the patient was admitted in (B)(6) 2022. During this admission, the patient was started on inotropes, vasopressors, and intravenous heparin.

Manufacturer narrative:
The patient's previous hospital admission in (B)(6) 2022 will be captured under MFR. #2916596-2022-10634. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic outflow graft obstruction. It was reported that the patient underwent a heart transplantation on (B)(6) 2022 due to an outflow graft thrombosis. The patient was admitted on (B)(6) 2022 and started on inotropes, vasopressors, and heparin drip. They remained hospitalized until the transplant. The device operated as expected. (B)(6) was returned assembled with the pump cable severed approximately 2.0¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware; however, the outflow graft and bend relief were severed less than 1¿ from the graft hardware, and the distal portion was not returned. The apical cuff was returned and secured with the fully engaged cuff lock without the felt portion of the cuff. Examination of the outflow graft showed tissue accumulation present between the graft and bend relief. Upon removal of the bend relief, a lengthwise crease was observed on the outflow graft in this location beneath the tissue. This ingrowth appeared to have formed around and within the crease, suggesting that the graft had been distorted for an undetermined period of time while the device was supporting the patient. Upon examination of the lumen of the sealed outflow graft, no evidence of developed or adhered depositions or thrombus formations were observed. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 02apr2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.